Event description:
Labor patient. Anesthesiologist attempted to thread epidural catheter -met resistance- epidural catheter removed, and it was noted that tip was sheared off -approximately 1 1/2 inches left in patient- procedure aborted. Dates of use: 2008.